Event description:
Report received from the USA stating that during pretesting set up the device was "overheating and getting warm to the touch." The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was found to overheat while running. Overheating was due to worn/damaged bearings and gears. Evidence suggests this was due to usage/wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.